Manufacturer narrative:
Parts were not returned to the MFR for investigation. The description of the event would indicate that the straps were not secured properly before use. The unit was placed back into service on (B)(4) 2011.

Event description:
Facility alleged that the straps of the sling were secure to the sling bar prior to lifting resident. During transfer, the strap got past the safety clip on the left side. Witnesses claim that they saw the sling loop on the left side, fall off the cross bar hook (safety clip in place). As they were rolling lift back from the bed to transfer resident into chair, resident fell to left and hit head on leg of lift. Resident sustained laceration to the left side of head, requiring 10 staples.